Event description:
The device was later returned to allow for reliability analysis.

Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
Upon receipt at our (B)(4) laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific received information that upon interrogation of this device, no magnet or telemetry response observed. It was reported that the patients' intrinsic rhythm was present. The previous day, the patient reported a syncopal episode. The origin of the syncope was unknown. Technical services discussed device specifications and indications for no magnet response. No further information was available.